Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that during use on a patient, "the crna came up to us in a trial and advise us that there was a kink in the et tube he was trialing". There was no patient harm or injury. Per the customer, the current status of the patient is "unknown".

Manufacturer narrative:
(B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. Additionally added the brand name of the device. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states that during use on a patient, "the crna came up to us in a trial and advise us that there was a kink in the et tube he was trialing". There was no patient harm or injury. Per the customer, the current status of the patient is "unknown."